Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: the stoppers are dirty.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: the stoppers are dirty.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and stopper molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.